Event description:
During service by baxter technician, the device was found to have depleted main batteries. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.